Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. The surgical report and an infectious disease consult was received. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. This is a split complaint with zimmer inc. (B)(4). Zimmer's reference number of this file is (B)(4).

Event description:
A legal claim was raised. It was reported that the patient was implanted a biolox option hd/adpt, 12/14, 40 x +7 on the left side on (B)(6) 2015. It was reported that the patient experienced cellulitis of the left lower extremity following a recent revision. It was also stated that the patient felled at home and the following day, he developed pain and some redness at the left ankle. It is also mentioned that the patient suffered from pemphigus.

Manufacturer narrative:
Investigation results were made available. DHR review results: where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Trend analysis: no trend was identified. Review of event description: event summary: patient experienced cellulitis (cellulitis is a bacterial infection involving the inner layers of the skin) of the left lower extremity following the most recent revision (revision surgery dated (B)(6) 2015 and is the surgery where the biolox option has been implanted). On (B)(6) 2016 the patient sustained a fall at home. On (B)(6) 2016, he developed pain and some redness at the left ankle. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation review of irradiation certificate: all the devices were sterilized according to the defined specifications. Moreover, the gamma sterilization specification of the device certifies the suitability of sterilization. The sterilization process has been validated by zimmer biomet. The IFU packaged at this time lists "infection" as a possible risk factor when a surgery occurs. Also, this IFU states the following: "inspect each package prior to use and do not use the component if any seal or cavity is damaged or breached or if the expiration date has been exceeded. Once opened, the component must be used immediately, discarded, or resterilized. If the packaging is damaged or the sterility expiration date has been reached, the implants must be returned to the manufacturer." Root cause analysis: the gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product family. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. However, all possible causes related to the issues reported are listed in (B)(4). Conclusion summary: the patient has a history of skin disease and streptococcal infection. It is highly probable that the reported cellulitis occurred due to patient predisposition which could also be influenced by reopening of the patient due to revision. The fact that cellulitis is a bacterial infection involving the inner layers of the skin, suggest that the device is not involved. Moreover the gamma sterilization specification of the device certifies the suitability of sterilization. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. The following additional information was received and reviewed: notes of previous surgical operation the patient had were received. The implantation surgery dated (B)(6) 2015 and the office notes are the only documents appropriate for the case. Significant necrosis of the anterior half of the gluteus medius, as well as a portion of the vastus lateralis noticed. Inflammatory reactive tissue observed. Biolox head 40mm/+7 with sleeve positioned along with a new 40mm liner. No other conspicuous observings. Office notes dated (B)(6) 2015: reason: cellulitis of the lower left extremity patient came to the emergency on (B)(6) 2015 for cellulitis. The doctor states that the appearance of this cellulitis is consistent with a streptococcal infection and advises a seven day course of oral antimicrobial therapy. Additional information does not change the results of the investigation. (B)(4).